Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. In this case, it was noted that the guide wire interacted with the implanted stent during removal, as resistance was noted, resulting in the reported difficult to remove. Manipulation of the guide wire during its interaction with the stent likely resulting in the reported tip separation. An attempted was made to snare the separated portion of the gw from the patient; however, was unsuccessful and the separated portion of the guide wire remains embedded in the distal diagonal branch. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, an attempted was made to snare the separated portion of the gw from the patient; however, was unsuccessful and the separated portion of the guide wire remains embedded in the distal diagonal branch. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure to treat a bifurcation lesion in the left anterior descending (lad) artery and diagonal branch. The ht bmw universal ii 190cm guide wire (gw) was positioned and used in the procedure; however, during removal, the gw met with resistance with the implanted stent and the distal tip broke off. An attempt was made to snare the separated portion of the gw from the patient; however, was unsuccessful and the separated portion of the gw remains embedded in the distal diagonal branch. There was no adverse patient sequela. No additional information was provided.